Event description:
Related manufacturer report number: 2017865-2023-22477. The patient presented in-clinic after experiencing multiple inappropriate shocks. Upon investigation, the inappropriate shocks were found to be due to incorrect interpretations of episodes of supraventricular tachycardia. The device was found to have reached the elective replacement indicator prematurely due to the high amount of shocks delivered. In addition, a loss of capture was noted on the right ventricular (rv) lead. The device and rv lead were later explanted and replaced to resolve the event. The patient was in stable condition.